Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was performing pd therapy on their hc device at home. Approximately two hours into the patient¿s therapy, the patient began to experience chest pain and had a heart attack. The wife called 911, the ambulance crew arrived to the home and ¿worked on him in his home¿ (no further details were known by the pdrn). The patient subsequently died at home, on the same date, despite the ambulance crew¿s attempts to resuscitate the patient. It was reported the patient was performing pd therapy at the time of death. The cause of death was reported as a myocardial infarction. It was reported an autopsy was not performed. A death certificate was not yet available at the time of this report. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no failure, malfunction, or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported event. The device passed the homechoice rite (return instrument test/evaluation) electrical test. Rite functional testing was performed, and rite functional testing pertaining to fluid temperature and fluid accuracy passed. An internal and external inspection was performed and found no issues. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.